Event description:
Reporter alleged, obtaining a discrepant blood glucose value of 240 mg/dl back to back with a result of 90 mg/dl, when testing was performed within 10 minutes on the advantage system. Reporter stated, that at a different time another comparative test of 306 mg/dl was performed back to back with a result of 149 mg/dl within 10 minutes on the same system. Reporter indicated she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated, that she would not return the last of her strips and so on product will be returned for evaluation.